Event description:
It was reported that the ilet pump touchscreen became unresponsive during a press-and-hold step of a supply change and that the user was guided to perform a device restart through the mobile app, after which the touchscreen functioned normally. Symptoms included no reported adverse health effects. Outcomes included successful restoration of normal device operation without alarms, alerts, or clinical impact. Investigation included remote troubleshooting and user education on device reset. Investigation of this case revealed a transient user interface freeze of the touchscreen component that resolved with a restart, consistent with a software or firmware transient affecting the display interface. It was concluded, based on previously established findings for similar reports, that the cause was a temporary, non-reproducible device behavior mitigated by standard troubleshooting.